Manufacturer narrative:
Date of report : 20jun2019, date rec¿d by MFR : 10jun2019. The manufacturer¿s international service technician evaluated the ventilator.the touchscreen was replaced to address the reported problem and the problem was resolved. The faulty touchscreen was returned and fi (failure investigation) was performed. The pin to pin resistances of the returned touchscreen were measured and testing failed. Therefore; it was determined that the resistances and the resistance ratio of the ul_lr/ ur_ll component are out of specification which caused the touchscreen failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018, date of report: 14jan2019. (B)(4). Phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that upon arrival of the device, a screen dysfunction was observed. There was no patient involvement. The event date was not specified; estimate used.